Manufacturer narrative:
D10 concomitant products: egiaushort - egiaushort endogia ultra univ sht stap, sigadaptshort - sig power sigadaptshort lin short adapt - sigpshell - sig power sigpshell control shell, sigphandle - sig power sigphandle handle - unknown egia60amt - egia60amt egia 60 artic med thick sulu. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a colon perforation procedure, the first reload (the detached reload that was included in the sent equipment) could not be loaded (it was unknown whether the lock was misaligned or not), and when the second reload was taken out and force it to be loaded, (the part attached to the handle of the sent instrument), it could be loaded but before performing the firing after clamping the tissue (the details of which timing was unknown), the jaw opened vigorously and could not performed firing, they were worried to continue as it was so it was replaced to a new handle and cartridge, and the operation continued and completed without any problem. There was no patient injury. The product is an authorized return. Medtronic's initial evaluation of the returned product found that overly thick or thin tissue may result in unacceptable staple formation. Medtronic's initial evaluation of the returned product found that the reload was partially fired and the interlock was engaged.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was partially fired and the interlock was engaged. The sled and staples were visible at the 4.8cm cut line. The jaw of the reload was open. Staple pushers were visible at the 5.2cm cut line. A scratch was observed on the cartridge side jaw, which might have been made when the I-beam advanced forcefully in clamping the jaw or firing. Functionally, the reload was loaded into a representative pmv handle. The jaws were not fully closed and the anvil was found to be deformed. The interlock was overridden and the reload was applied to test media. All remaining staples were placed, and test media was transected. The reload interlock was tested and found to function properly. It was reported that the instrument open stapler jaws will not close. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. It was also reported that the instrument was difficult to load. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtr onic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the device. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.